Event description:
On 10/31/96, a few days after placement of the catheter, an infusion of 5fu was taking place when a "hard lump" was seen in the pt's bicep. The catheter was flushed and the infusion was restarted, but the lump returned. The catheter was removed.